Event description:
It was reported that the right atrial lead exhibited noise and low impedance. The patient presented in clinic for a follow-up and during the follow-up the impedance was stable, and the noise was low enough in amplitude to not be sensed. No intervention was performed. The patient was in stable condition.